Event description:
The customer reported a leak inside the coulter® act 5diff analyzer. The customer stated that the instrument generated 'tube holder not open' errors when the leak was noticed. The customer indicated that the leak was a quarter-sized puddle and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the customer had resolved the leak at the rinse block prior to the fse's arrival. The customer indicated that there was a disconnected tubing at the rinse block and the customer reattached the tubing to resolve the leak. The customer could not identify the exact tubing which was disconnected off the fitting but stated that the tubing was at the rinse block. The fse discovered that the tube holder start switch was damaged as a result of the leak and proceeded to replace the start switch. Repairs were verified per established procedures and results met published specifications. Failure mode of the leak is attributed a disconnected tubing at the rinse block and the leak damaged the tube holder start switch. The instrument operated as intended by generating 'tube holder not open' errors to alert the operator of an instrument issue. (B)(4).